Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump gave critical error alarm and their blood glucose was 139mg/dl. The customer saw a red x on the display. The product will be returned for alarm.

Manufacturer narrative:
Device passed displacement test. Unable to perform rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests because the critical pump error (open book image) occurred again. Per visual inspection there were signs of corrosion on the electronic board particularly in the area of the battery connectors and on the back of the lcd display.